Event description:
It was reported that the patient underwent a surgical procedure to implant a new malleable penile prosthesis. The patient believed that the previous prosthesis had shifted and a CT of the pelvis confirmed cylinder migration. On the day of the procedure, fluconazole, vancomycin, and cephalexin was administered. During the procedure, the physician removed a penile cyst, performed a meatotomy, and discovered scar tissue within the penis. Necrotic debris was discovered and drained from the left corpora. Distal erosion and a perforation of the urethra were identified to have occurred pre-operatively, so the physician decided to implant a solitary cylinder in the left corporal space. A catheter was placed during the procedure. Twenty-three days after this procedure, the patient was hospitalized for a cardiopulmonary arrest and subsequently died. Per the physician, the cardiopulmonary arrest was not related to the device or procedure. There were no additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event or problem, h6 impact codes, h6 patient codes, and h6 evaluation conclusion code. See report 2124215-2024-30950 (bsc ID# (B)(4)) for event involving previous device.

Event description:
It was reported that the patient underwent a surgical procedure to implant a new malleable penile prosthesis. The patient believed that the previous prosthesis had shifted and a CT of the pelvis confirmed cylinder migration. On the day of the procedure, fluconazole, vancomycin, and cephalexin was administered. During the procedure, the physician removed a penile cyst, performed a meatotomy, and discovered scar tissue within the penis. Necrotic debris was discovered and drained from the left corpora. Distal erosion and a perforation of the urethra were identified to have occurred pre-operatively, so the physician decided to implant a solitary cylinder in the left corporal space. A catheter was placed during the procedure. Twenty-three days after this procedure, the patient was hospitalized for a cardiopulmonary arrest and subsequently died.

Manufacturer narrative:
Corrected: b5 describe event or problem, h6 device codes, h6 patient codes see report 2124215-2024-30950 (bsc ID# 18331466) for event involving previous device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the intention to replace the device for a spectra penile prosthesis. The patient believed that the previous prosthesis had shifted and a CT of the pelvis confirmed cylinder migration. Surgical intervention was performed and, on the day of the procedure, fluconazole, vancomycin, and cephalexin was administered. During the procedure, the physician removed a penile cyst, performed a meatotomy, and discovered scar tissue within the penis. Necrotic debris was discovered and drained from the left corpora. Distal erosion and a perforation of the urethra were identified to have occurred pre-operatively, so the physician decided to implant a solitary cylinder in the left corporal space. A catheter was placed during the procedure. Twenty-three days after this procedure, the patient was hospitalized for a cardiopulmonary arrest and subsequently died. There were no additional patient complications reported.